Manufacturer narrative:
Product analysis summary: there was blood visible in the balloon. The balloon folds were intact. A kink was evident on the distal shaft 18.8cm proximal to the distal tip. Deformation was evident to the distal shaft 10.4cm proximal to the distal tip. Upon attempting inflation, liquid was observed exiting the distal shaft. The device failed to maintain pressure; the balloon did not inflate. Upon visual inspection, there was a tear site on the distal shaft, 10.4cm proximal to the distal tip. There were scratches surrounding the tear site. The material was lifted at the tear site. There was no other damage evident to the remainder of the device. Image analysis summary: a video was received showing 2 atm of pressure being applied. Blood and fluid are visible exiting the catheter on the distal shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug eluting stent was used to treat a moderately tortuous, moderately calcified lesion exhibiting 80-90% stenosis in the mid right coronary artery (rca). The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was not encountered. Excessive force was not used during delivery. It was reported that the balloon would not inflate on the first inflation attempt, during stent deployment. The balloon was leaking on beginning of first inflation. The stent was not deployed as the balloon was leaking and did not inflate. The patient is alive with no injury.